Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device failed calibration for error 80 (water check time out - unable to reach calibration temperature) expected 6 actual 31.54 , had biomed turn unit off and back on and the device was reading 1 for water level, they said the device only took about one liter of water with the solution. They were going to drain and refill and add the one-liter bottle of water/solution towards the end to avoid the water level error. It was updated on 27sep2024, that the error occurred again after filling the device. It was determined that there was a failed mixing pump. They would replace the mixing pump, parts and price provided.